Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. After troubleshooting, the blank display remained. The insulin pump is being returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification; it passed self test and displacement test. The device was monitored for 24 hours and no blank display anomalies or replace battery now alarms noted. Power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage loaded voltage are within specifications. However, pump error 25 found at the long trace history file. It had intermittent non-sleep anomaly software error. It was received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.